Event description:
It was reported that during a mediastinum carcinoma surgery, the inlay got broken at the joint, after initial use. No pt injury reported.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.